Event description:
It was reported to philips that the battery (date code (B)(4)) does not charge in the device or cadex charger. There was no reported patient or user involvement and no adverse patient/user impact.